Event description:
Patient reported capsular contracture, baker grade unknown. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #2. Aware date should have been listed as 24/jul/2024.

Event description:
Patient later reported no complaint for this device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Patient later reported no complaint for this device.